Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: rv and ra were oversensing. Noise is spiky, large amplitude but does not last very long and occurs at different hours of the day. This lead appears to remain implanted at this time.